Manufacturer narrative:
The biomedical engineer (bme) reported that the gz transmitter was producing a lot of artifacts. They replaced the leads and electrodes, and cleaned the ECG connection, but the issue persisted. They put the patient on a different unit and there were no issues. No reports of patient harm. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the gz transmitter was producing a lot of artifacts. No patient harm was reported.